Event description:
It was reported that after the blood collection is completed, it is sent to the laboratory for inspection. During the cap removal step on the assembly line, it is difficult to remove the cap, and the cap was not successfully removed using bd vacutainer® serum blood collection tubes. Verbatim: stage: when removing caps on the assembly line. Defect: after the blood collection is completed, it is sent to the laboratory for inspection. During the cap removal step on the assembly line, it is difficult to remove the cap, and the cap was not successfully removed. Quantity: 10 pieces. Impact: no adverse harm was caused to patients and medical staff. Samples cannot be returned, photos cannot be provided.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after the blood collection is completed, it is sent to the laboratory for inspection. During the cap removal step on the assembly line, it is difficult to remove the cap, and the cap was not successfully removed using bd vacutainer® serum blood collection tubes. Verbatim: stage: when removing caps on the assembly line. Defect: after the blood collection is completed, it is sent to the laboratory for inspection. During the cap removal step on the assembly line, it is difficult to remove the cap, and the cap was not successfully removed. Quantity: 10 pieces. Impact: no adverse harm was caused to patients and medical staff samples cannot be returned, photos cannot be provided.

Manufacturer narrative:
E.1. Initial reporter phone: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.